Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Due to the litigation process, little detail is available to aid in this investigation at this time. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
Legal counsel for patient reported that patient underwent initial left knee procedure on (B)(6) 2017. Further the legal counsel reports that the patient underwent revision surgery on (B)(6) 2017 due to infection. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Tm monoblock tibial component is the only tmt controlled design part.